Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the elevator channel plug was loose, the scope connector had corrosion, due to damage on the acoustic lens the water tightness was lost, due to damage on the channel tube the water tightness was lost, due to damage on the acoustic lens the insulation resistance value did not meet the standard value, the adhesive on the bending section cover rubber had a crack, the connecting tube had a buckling, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the knob wire the forceps raising angle did not meet the standard value, and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had an angulation issue. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to wear and tear damage with customer mishandling and with increasing usage over time. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section which states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.